Manufacturer narrative:
The patient was positioned feet first in the supine position, with a wedge pillow used to raise the upper body and the sense xl torso coil placed on the abdomen. The arms were positioned at chest level. The patient was wearing his own dry clothing, although the specific fabric type was not known. A 45-degree wedge pad was placed under the patient¿s legs solely to provide comfort and was not intended to prevent cable-to-skin or body-to-bore contact. The patient was additionally covered with a cotton or linen sheet. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. During the examination, the patient¿s left forearm came into direct contact with the coil cable, which resulted in the induction of radiofrequency (rf) currents on the skin, leading to a burn injury. The incident occurred because the operator failed to place padding between the cable and the patient¿s skin in order to keep sufficient distance between the 2 as instructed in the instructions for use.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient experienced a heating sensation, skin reddening, blistering, and necrosis of the skin to the left inner forearm after more than one hour after the examination. The patient had a prostate exam and sense xl torso coil 3.0t was used for scanning. Digital photos of the wound were received and reviewed. It was reported that the wound is a second degree burn however, upon review of the digital photos, the wound appears to meet the criteria for a third-degree burn. A large fluid filled blister is noted in one of the photos. The photos display various stages of healing for the blister, and what appears to be necrotic tissue around the wound edges. The reported injury meets the criteria for a serious injury.